Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not maintaining proper temperature. A field service engineer disconnected the faulty unit, installed a replacement helmer refrigerator, connected it to the network, found that the bottom hinge would possibly need replacing and confirmed proper operation and temperature range. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator temperature was out of range. This incident resulted in a delay in patient care, and there was no harm to the patient. There were no adverse events or injuries reported based on this incident.